Event description:
The customer reported to olympus during reprocessing, the evis lucera elite colonovideoscope did not work well. The facility finished the case with another one and there was no delay reported. Upon inspection and testing of the returned unit, the nozzle was clogged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered foreign material clogged inside which cannot be taken out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was later provided the user performed reprocessing in accordance with instructions for use; the user used a/w (air/water) channel cleaning adapter (mh-948) when feeding air/water, they carried out pre-cleaning immediately after the device was used for the procedure and soaked the device in detergent if pre-cleaning could not be done immediately after procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the nozzle was clogged with foreign material that was unable to be removed. Therefore, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to device handling. The event can be detected by following the instructions for use (IFU) which state: ·operation manual_ preparation and inspection of the endoscope ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.